Manufacturer narrative:
Product event summary: the data files and balloon catheter, afapro28 with lot number 20950, were returned and analyzed. The data files confirmed system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ in one application. The data files showed that at least five applications were performed with the returned catheter on the date of the event. Also, at least three more applications were performed with a non-returned balloon catheter without any issue on the date of the event. Visual inspection of the balloon catheter showed blood inside the balloons. During the functional test with the console, system notice 50005 was triggered. Dissection / pressure testing showed a guide wire lumen kink and breach at 1.125 inches proximal from the tip. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.